Event description:
This occurred at a another country site. The operator was setting up a planar thyroid scan using an lehr collimator. She selected spect instead of planar on the acquisition console. The gantry began to rotate and the left arm of patient came into contact with the detector. The technologist pressed the stop button on the hand control. Patient experienced nerve damage to left arm and is undergoing physical therapy.

Manufacturer narrative:
Investigation determined that the operator had selected the incorrect scan type (i.e. Spect not planar). The detection circuitry for the functionality of the collision circuitry had been bypassed by a local service engineer in another country. The system has been corrected and the collision circuitry is operational.